Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the mid cx. It was reported that the physician had to remove the guideliner and when the stent was removed, it was noticed that the stent was coming off the balloon. The procedure was completed using another resolute stent.